Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice. Customer's blood glucose level was over 600 mg/dl. The customer was asleep when the insulin pump alarmed no delivery. The customer was nausea due to her high blood glucose. Troubleshooting was not performed. The device was not returned.